Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door 8 was failed to open and latch need to be replaced. A field service engineer found that the unit was reported for a clicking issue and a failing tower latch on tower door eight in a double tower configuration. Since none of the latches had been previously replaced, replaced all latches on that door board, covering tower doors five through eight, also adjusted the gaps and alignment of most tower doors, as several were colliding during closure; these adjustments resolved the issue. After completing the replacements, tested all tower doors, verifying proper functionality for doors five through eight with the new latches, and additionally tested tower doors one through four while the column was disassembled to ensure overall proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, tower door 8 intermittently failed to open, and the latch was clicking. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.